Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling. Although requested, it is unk if there was pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the inspiratory module printed circuit board (pcb), upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).